Event description:
The customer reported that the 840 ventilator had a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and upgraded the software to the current revision. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).